Event description:
It was reported that the customer went to the Emergency Room and was subsequently hospitalized in the Intensive Care Unit with a blood glucose (BG) of 22 mg/dL; cause was unknown. The customer was treated with oral glucose. The customer was released (b)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.